Manufacturer narrative:
It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when advancing the pre-loaded intraocular lens (iol) the lens felt tight. The doctor looked at the lens before inserting and the haptic did not look normal and did not try to implant the lens. Extent of patient contact is unknown. Through follow-up, additional information was received confirming there were no unplanned incision enlargement, no unplanned suture(s), and no unplanned vitrectomy. The same procedure was completed successfully using a back-up lens with the same model and diopter size. Patient status post-procedure is unknown. The iol is not being returned as it was discarded. No further information is available.